Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia as well as insulin suspended by user it was low. Customer's blood glucose level 45 mg/dl and sensor glucose was 68 mg/dl. Customer states they disabled auto mode and active insulin updating. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.